Manufacturer narrative:
Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported staying in the hospital. Customer service contacted the patient¿s peritoneal dialysis registered nurse (pdrn) who stated that the reason for the hospitalization was hypervolemia. Additional information was obtained through follow-up with the pdrn. The patient was hospitalized on (B)(6) 2024 due to hypervolemia. The hospitalization was not related to any issue with the liberty select cycler or other fresenius product(s). The pdrn did not provide the cause of the patient¿s hypervolemia or other information related to the patient¿s hospital course. The patient remains hospitalized.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported staying in the hospital. Customer service contacted the patient¿s peritoneal dialysis registered nurse (pdrn) who stated that the reason for the hospitalization was hypervolemia. Additional information was obtained through follow-up with the pdrn. The patient was hospitalized on (B)(6) 2024 due to hypervolemia. The hospitalization was not related to any issue with the liberty select cycler or other fresenius product(s). The pdrn did not provide the cause of the patient¿s hypervolemia or other information related to the patient¿s hospital course. The patient remains hospitalized.

Manufacturer narrative:
Correction: g.2.

Event description:
A peritoneal dialysis (pd) patient reported staying in the hospital. Customer service contacted the patient¿s peritoneal dialysis registered nurse (pdrn) who stated that the reason for the hospitalization was hypervolemia. Additional information was obtained through follow-up with the pdrn. The patient was hospitalized on (B)(6) 2024 due to hypervolemia. The hospitalization was not related to any issue with the liberty select cycler or other fresenius product(s). The pdrn did not provide the cause of the patient¿s hypervolemia or other information related to the patient¿s hospital course. The patient remains hospitalized.